Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) patient experienced pain during the implant surgery. It was also noted that ten months after the implant procedure the patient reported that it was still painful and 'hideously' scared. The icm was explanted. No further patient complications have been reported as a result of this event.